Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the caller plugged the charging cable into a wall adapter, allowing the pump to begin charging, and no further assistance was required.